Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the display screen text was dim/faded. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/14/2014 with the following findings: confirmed the display is barely visible, and letters are dark red. Unrelated to the complaint, the battery compartment is cracked at opening, down to division line. Evidence of moisture observed in battery compartment.